Event description:
Pt had temporary pacemaker on 12/10/93 and a repair of fractured hip; permanent pacemaker inserted on 12/14/93. Pt coded and expired at 2253 12/14/93. Autopsy showed right ventricular perforation, cariomegaly; coronary artery atherosclerosis; post, permanent pacemaker in right subclavian area.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.